Event description:
It ws reported that the procedure was to treat a heavily tortuous, heavily calcified, and 100% stenosed distal right coronary artery. Pre-dilatation was performed and a 2.5 x 8 mm xience prime was implanted causing a dissection. A 3.0 x 18 mm xience prime was used to treat the dissection; however, it further caused the dissection. A non-abbott stent was successfully used to treat the dissection. Post-dilatation was performed with a non-abbott balloon catheter. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The xience prime referenced is being filed under a separate manufacturing report number.